Manufacturer narrative:
The device was scrapped by the hospital. A possible reason for failure was stress overload, but we cannot confirm. Scrapped by hospital.

Event description:
Allegedly, during a laparoscopic myomectomy procedure the doctor noted that a jaw broke off the instrument and fell into the patient. The jaw was immediately retrieved, the instrument replaced, and the or/endoinstrument manager came into or and verified that all pieces were present and that nothing was left inside the patient. The procedure was completed with a slight delay and no serious injury to patient was reported.